Event description:
I started using the dreamstation CPAP machine in (B)(6) 2017. From then until last week I would wake up in the mornings with throat and nasal irritation very often. I'm (B)(6) 2018 I was diagnosed with non-small cell lung cancer/large cell and am fighting it still. I was told it is a very rare strain and there's no cure for it. FDA safety report ID# (B)(4).